Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device had separated into three pieces because the set screw was missing. There was some wear on the device but no other visual issues. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with maintenance. Factors that could have contributed to the reported event include repeatedly rough sterilization processes or lack of functional tests after sterilization to verify complete assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the grasper alligator max was broken into two parts. It is unknown whether the event happened during the arthroscopy and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.